Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.

Event description:
Additional information received reported that the threshold measurements had increased. The patient was pacemaker dependent; therefore, the physician elected to remove the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed because information was received from product analysis.